Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 43 mg/dl at the time of incident, had treated with glucose tablets. Customer assisted with troubleshooting for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer states they did not use auto mode. Customer did not allege insulin pump was over delivering. Customer stop troubleshooting because they aware that, why they was having low blood glucose due to they was not on auto mode. The insulin pump will not be returned for analysis.